Event description:
Customer reported that the insulin pump has physical damage. Customer stated that the insulin pump is broken and the reservoir is coming out from the back. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked display window corner and scratched display window.